Event description:
Two balloons ruptured during a percutaneous transluminal angioplasty. Another balloon catheter was used to successfully complete the procedure without pt complications. No further details are available with regards to details of this event. These devices are currently being evaluated by this MFR. Upon completion of the engineering evaluation a supplemental medwatch will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without further details about the event and until engineering evaluation is completed co is unable to determine exact cause for this event. F1,f2,f3 - na. F11. Date MFR forwarded report to FDA. Info supplied in section f was completed by MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at time of submission of this medwatch report to FDA. (F6,f7,f8,f10,f11,f12, and f13 - medwatch software package requires data in fields.